Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend tip was frayed. The user was completing the procedure as planned using a backup vessel sealer extend with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.